Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported no firing in some areas superiorly during lasik flap creation of the left eye. After the epithelium scrubbing the surgeon was firing laser until completion but the island still remained. Surgeon had the patient wear a contact lens and will follow up four days following procedure. The procedure was completed that same day. The surgeon informed a company representative that there was a shadow ¿on the picture¿ during the procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Root cause could not be determined without additional information. The manufacturer internal reference number is: (B)(4).